Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
It was reported a small black spot was located on the infusion device display near the key lock symbol. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and an evaluation was completed. The display was broken due to a mechanical impact and misuse of the product. This failure could have resulted in a misinterpretation of insulin delivery amounts.